Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the bottom left corner of three (3) exactamix 1000 ml eva tpn bags. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one hundred and ninety-nine (199) companion samples were received for evaluation. Visual inspection of the 199 samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on eight (8) of the samples, and no leaks were observed. The reported condition was not verified for the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.